Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device is filed under separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two prostyle devices using the pre-close technique via a 6f sheath hole prior to a portico aortic valve replacement interventional procedure. The sutures of two prostyle devices were placed. The sheath was upsized to a 14f sheath and the interventional procedure was completed. Reportedly post procedure, the suture knot of both devices was successfully advanced (worked as intended); however, complete hemostasis was not achieved as bleeding continued and was more than pulsatile. Per the physician, the vessel seemed to be too deep for the device to grasp it. A covered stent was deployed in the right groin via the left groin. After deployment of the covered stent, light manual pressure was held to stop any bleeding from the surrounding tissue. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effect of hemorrhage is listed in the perclose prostyle instructions for use as a known adverse event associated with use of suture mediated closure devices. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.